Event description:
It was reported that the patient was experiencing inadequate stimulation as well as frequent ipg charging. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.

Event description:
It was reported that the patient was experiencing inadequate stimulation as well as frequent ipg charging. The patient underwent an ipg replacement procedure.